Event description:
Reporter stated that customer received the following results on 2 different meters (1 set up to read in mmol/l's and 1 set up to read in mg/dl) within 2 minutes: 4.2 mmol/l/76 mg/dl (mobile system 1, lot 278159) and 180 mg/dl/10 mmol/l (mobile system 2, lot 278230) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. Reference medwatch with patient identifier (B)(6) for mobile system 1.